Manufacturer narrative:
The field service engineer (fse) observed wash buffer leaked around the precision pump piston and wash buffer crystals in and around the wash wheel. The fse replaced the upper and lower precision pump pistons and verified no fluid leaks. In addition, the fse proactively cleaned the wash carousel and incubator track and replaced all aspirate and dispense probes. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the piston seals on the precision pump. A definitive root cause is unknown. All related medwatch reports associated with this incident: 2122870-2014-00713; 2122870-2014-00714; 2122870-2014-00715.

Event description:
The customer reported falsely elevated troponin I (access accutni+3) results, for three patients, involving the unicel dxc 600i synchron access clinical system. This report is one of three referencing the patient on the event date noted. The customer stated the elevated result was not released from the laboratory. There was no patient injury associated with this event. The customer reanalyzed the patient's sample, on an alternate access 2 system, and obtained a lower result within the normal reference range. The patient's sample was collected in 13x75 mm green-top tube and centrifuged at 10,000 rpm (rotations per minute) for six minutes, at room temperature. The sample was stored at room temperature between analyses. No sample integrity issues were noted. The customer indicated quality control (qc) recovery was within specification prior to and following the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.